Manufacturer narrative:
Eval, results: ground prong.

Event description:
It was reported by service report that the power cord was missing its ground prong. It is unk if there was patient involvement or if there are adverse consequences to report.